Manufacturer narrative:
The nc emerge balloon catheter was returned for analysis. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and balloon folds. The balloon was tightly folded and there was tip damage. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge mr, ous balloon catheter was advanced for dilatation and inflated thrice for 16-18 seconds. However, on the third inflation, during expansion at 17 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during the third inflation at 17 atmospheres for 16-18 seconds, balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.